Event description:
On (B)(6) 2016 at 8:00 a.m., the patient received a result of 107 mg/dl on the compact plus system which was lower than normal but he felt the result was okay. The patient uses 2 different compact plus meters, but he was unsure which meter gave the 107 mg/dl result. The patient took normal dosage 32 units of lantus and glipizide (dosage unknown) after the 107 mg/dl result. Around 8:30 a.m., the patient passed out due to low blood glucose. The patient did not have any symptoms prior to passing out and he was passed out about 30 minutes before his wife found him. She called the paramedics and did not attempt to treat him or test his blood glucose while he was passed out. The paramedics arrived around 5 minutes later and his blood glucose was 22 mg/dl on the paramedic's meter. The patient was treated with an unknown IV and given food. The patient was taken to the hospital where he was admitted from (B)(6) 2016. The hospital results and treatment were unknown. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.